Event description:
It was reported that "when the seldinger wire is pushed over the inserted seldinger needle, the wire cannot be pushed easily after about 5 cm. Further advancement is not possible. The wire with the seldinger needle is removed from the patient. Inspection of the wire shows that it is broken. It was possible to remove the wire completely. The patient suffered no injuries. A new attempt was made with a new set. This went without a hitch." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "when the seldinger wire is pushed over the inserted seldinger needle, the wire cannot be pushed easily after about 5 cm. Further advancement is not possible. The wire with the seldinger needle is removed from the patient. Inspection of the wire shows that it is broken. It was possible to remove the wire completely. The patient suffered no injuries. A new attempt was made with a new set. This went without a hitch." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a separated spring wire guide was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding , or component damage." The IFU also states, " warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The customer complaint was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.